Event description:
According to the available information, a 29-year-old patient, with erectile dysfunction of undefined cause, received an inflatable penile implant in 2017. In (B)(6) 2022 he sought a doctor reporting that the prosthesis had stopped inflating, making an erection impossible. The doctor submitted the patient for an MRI of the penis and pelvis, finding a leak in the hydraulic system of the prosthesis. The patient then underwent prosthesis revision surgery on (B)(6) 2023. The doctor chose to replace all components of the prosthesis. Reporting that the tubes between the pump and the reservoir were found ruptured. However, no rupture of the tubes was demonstrated by the MRI examination.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, a 29-year-old patient, with erectile dysfunction of undefined cause, received an inflatable penile implant in 2017. In (B)(6) 2022 he sought a doctor reporting that the prosthesis had stopped inflating, making an erection impossible. The doctor submitted the patient for an MRI of the penis and pelvis, finding a leak in the hydraulic system of the prosthesis. The patient then underwent prosthesis revision surgery on (B)(6) 2023. The doctor chose to replace all components of the prosthesis. Reporting that the tubes between the pump and the reservoir were found ruptured. However, no rupture of the tubes was demonstrated by the MRI examination.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Two separations were noted on the exhaust tubing of the pump and the inlet tubing of the pump, at the strain relief junctions. These were sites of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer exhaust tubing of the pump and the inlet tubing of the pump. Separations of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Corrected date for g3 and d9 (part 2).

Event description:
According to the available information, a 29-year-old patient, with erectile dysfunction of undefined cause, received an inflatable penile implant in 2017. On (B)(6) 2022, he sought a doctor reporting that the prosthesis had stopped inflating, making an erection impossible. The doctor submitted the patient for an MRI of the penis and pelvis, finding a leak in the hydraulic system of the prosthesis. The patient then underwent prosthesis revision surgery on (B)(6) 2023. The doctor chose to replace all components of the prosthesis. Reporting that the tubes between the pump and the reservoir were found ruptured. However, no rupture of the tubes was demonstrated by the MRI examination.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Two separations were noted on the exhaust tubing of the pump and the inlet tubing of the pump, at the strain relief junctions. These were sites of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer exhaust tubing of the pump and the inlet tubing of the pump. Separations of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.